Event description:
It was reported that this pacemaker exhibited oversensing of noise resulting in pacing inhibition and an inappropriate atrial tachy response (atr) episode. Low amplitude was observed on the right atrial (ra) lead. Boston scientific technical services (ts) was consulted and reprogramming options were discussed. No adverse patient effects were reported. At this time, this device system remains in service.